Event description:
It was reported that this right ventricular (rv) lead was experiencing oversensing and pacing inhibition, as well as noisy signals. Technical services (ts) was consulted and noted impedance measurements remain normal and provided troubleshooting options. The lead remains in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).